Manufacturer narrative:
This medwatch is suspect device in coaguchek system 1. (B)(6).

Event description:
Customer reportedly obtained results of 2.1 inr on coaguchek system 1 and 2.8 inr on coaguchek system 2 during duplicate testing. No action taken on device results. No adverse event reported. Requested return of suspect system.